Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.